Event description:
The vicryl suture 2/0 cat #j417h was being used in the abdominal cavity by the doctor when the needle broke in two pieces. These pieces were removed, inspected by the surgeon, pa, scrub and circulator. We all agreed the needle being completely removed and discarded. No harm done to the patient.